Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2019. Product type: lead product ID: 977a260 , serial# (B)(4). Implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 29-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins).. It was reported that she has had several falls beginning from (B)(6) 2020. She stated the dates of the falls she recorded were (B)(6) 2020; (B)(6) 2021. Patient stated she is unsure as to why she has fallen so many times but contributed to a knee problem. She stated she felt like the stimulation coverage had changed after one of the falls in december. Even though stimulation coverage, she stated she had other things going on in her life so she didn¿t get in to see her hcp sooner. After interrogating the battery, the lead connection showed the 0-7 lead as all red (no connection). An impedance test was done also showing the 0-7 lead as all greater than 40,000. With turning stimulation on, patient would feel stimulation only on her right side of the body. The hcp had ordered a thoracic x-ray, showing both perc leads had migrated down one vertebral body (to top t10 instead of top t9). He had stated we would do a lead revision replacing both leads. Surgery date not scheduled yet. He also gave the patient an ortho/knee surgeon referral.